Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venclose evsrf catheter that are cleared in the us. The pro code and 510 k number for the venclose evsrf catheter are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device, one vcrf 100cm catheter was received for evaluation. The device appeared to have blood residue throughout. Multiple kinks were observed throughout the catheter shaft. The kinks likely occurred due to the manner in which the device was packaged for return. Therefore, the kinks are considered an incidental finding. Material deformation/thermal decomposition and residue were observed throughout the heating coil. During visual testing, an unknown brand sheath was loaded on the catheter shaft. Upon opening the handle, all wires were noted to be intact and in the correct position. When original batteries were removed, both battery and battery pads noted to be clean. Under uv inspection, no glow anomalies were observed in both battery and battery pads. During the functional testing, the catheter was plugged into generator with original batteries and remained on the home screen (venclose logo). New batteries were inserted, and the catheter was plugged into generator and catheter was recognized with new batteries. The catheter was re-examined for any breaks, etc. And none were found. The resistance of thermocouple wires was within specification. Additional testing was completed. The resistance of the signal wires was within specification indicating that the device was not mis-wired. Three long and three short treatment cycles were completed without an error. The temperature appeared normal. The tc was responding properly during testing. The soldering of the tc wires looked to be satisfactory. According to the cycle counter on the generator, approximately, 13 cycles were completed before the failure occurred. Three photos were provided by the customer and evaluated. The first and second photo shows that the coil had a partial burn (charred), along with a large amount of dried fluid and tissue displaced throughout the heating coil along with thermal decomposition of the heating element. The third photo was catheter label information which shows lot number and expiration date. Based on the testing, evaluation, and photos, the investigation has determined that the error 21 (insufficient heating) is unconfirmed. The investigation is inconclusive for difficult to remove and material separation and the identified thermal decomposition is confirmed. The root cause for the error 21, thermal decomposition, material separation, and difficult to remove is unknown because the issue could not be reproduced. It is possible that the user inadvertently started treatment at 10cm while treating a small segment of the vein which caused the charring and thermal decomposition on the heating element. It is possible the blood pooling and not enough pressure could have triggered the error 21. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radio frequency ablation procedure, the generator allegedly displayed error twenty-one. It was further reported that partial detachment of the sheath. Reportedly difficult remove the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venclose evsrf catheter that are cleared in the us. The pro code and 510 k number for the venclose evsrf catheter are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radio frequency ablation procedure, the generator allegedly displayed error twenty-one. It was further reported that partial detachment of the sheath. Reportedly difficult remove the catheter. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venclose evsrf catheter that are cleared in the us. The pro code and 510 k number for the venclose evsrf catheter are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one vcrf 100cm catheter was received for evaluation. The device appeared to have blood residue throughout. Multiple kinks were observed throughout the catheter shaft. The kinks likely occurred due to the manner in which the device was packaged for return. Therefore, the kinks are considered an incidental finding. Material deformation/thermal decomposition and residue were observed throughout the heating coil. During visual testing, an unknown brand sheath was loaded on the catheter shaft. Upon opening the handle, all wires were noted to be intact and in the correct position. When original batteries were removed, both battery and battery pads noted to be clean. Under uv inspection, no glow anomalies were observed in both battery and battery pads. Three photos were provided by the customer and evaluated. The first and second photo shows that the coil had a partial burn (charred), along with a large amount of dried fluid and tissue displaced throughout the heating coil along with thermal decomposition of the heating element. The third photo was catheter label information which shows lot number and expiration date. During the functional testing, the catheter was plugged into generator with original batteries and remained on the home screen (venclose logo). New batteries were inserted, and the catheter was plugged into generator and catheter was recognized with new batteries. The catheter was re-examined for any breaks, etc. And none were found. The resistance of thermocouple wires was within specification. Additional testing was completed. The resistance of the signal wires was within specification indicating that the device was not mis-wired. Three long and three short treatment cycles were completed without an error. The temperature appeared normal. The tc was responding properly during testing. The soldering of the tc wires looked to be satisfactory. According to the cycle counter on the generator, approximately, 13 cycles were completed before the failure occurred. Based on the testing, evaluation, and photos, the investigation has determined that the error 21 (insufficient heating) is unconfirmed. The investigation is inconclusive for difficult to remove and material separation and the identified thermal decomposition is confirmed. The root cause for the error 21, thermal decomposition, material separation, and difficult to remove is unknown because the issue could not be reproduced. It is possible that the user inadvertently started treatment at 10cm while treating a small segment of the vein which caused the charring and thermal decomposition on the heating element. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (medical device lot number), g3, h6 (method). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radio frequency ablation procedure, the generator allegedly displayed error twenty-one. It was further reported that partial detachment of the sheath. Reportedly difficult remove the catheter. There was no reported patient injury.